Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got a urinary tract infection when used the purewick urine collection system. Also stated that the device did not suction properly. It was noted that the patient had been using purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
It was unknown whether the device had met specifications. The product was used for treatment purposes. The reported event is confirmed by CAPA association as decreased suction , it appears that there may be a relationship between the product and the reported event. The device was not returned for evaluation. A DHR review was not required because of no lot number and the investigation was confirmed by the CAPA association. A risk review and labeling review are not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got a urinary tract infection when used the purewick urine collection system. Also stated that the device did not suction properly. It was noted that the patient had been using purewick product for more than 90 days. Per customer via phone on 17nov2021, stated that they had not bought a new kit yet to help with the suction. The customer had been in and out of the hospital for other issues, so they had not used the purewick consistently. Also stated that they did not know whether the urinary tract infection the customer had was related to the purewick use or not. Levaquin was prescribed to treat the patient's urinary tract infection.

Manufacturer narrative:
The sample was not returned. It was unknown whether the device had met specifications. The product was used for treatment purposes. Primary root cause of suction related issues might be because of a broken canister, followed by user related issues associated with incorrect tubing connections or canister lid not being properly secured. In addition, there are a smaller portion of suction issues associated with internal tubing not being held in the proper position resulting in a kink (or the possibility of a low suctioning pump component). As no sample was returned, based on the reported event, it is unknown which cause is most applicable to this event. Per investigation the lot number was unknown, and the device history record review was not required. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got a urinary tract infection when used the purewick urine collection system. Also stated that the device did not suction properly. It was noted that the patient had been using purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.